Event description:
It was reported that the customer went to the emergency room(ER) due to a blood glucose (bg) of 60 mg/dl. In addition, the customer had a seizure, fell and hit their head. Reportedly, the customer had been stacking boluses. Customer was unsure of what treatments they received in ER. The customer was released from the ER the same day. No additional patient or event information was available.